Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes; hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2014 a hardware removal procedure was performed. The removal was due to loss of reduction nonunion and delayed healing; therefore, the entire construct to be removed. The surgeon removed the following; 5.0mm titanium locking screw, 11.0mm titanium helical blade and a 10mm/130 deg titanium cannulated trochanteric fixation nail 360mm/left. Patient was revised to a total hip arthroplasty. There was no report of a surgical delay. This report is for 2 of 3 complaint (B)(4).